Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a cassette would not connect to the bag. It was further reported that the line kept on turning; it did not tighten. This was noticed before initiating therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.